Event description:
It was reported, the programmer was having difficulties establishing telemetry. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up with an error, then after powering down, it completes running the service disk software. After completing the service disk software, the programmer powers up to a normal display. Analysis could not confirm the telemetry problem, the programmer and radiofrequency (rf) head pass all functional tests. It was also noted that the speaker makes crackling noises.